Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 during testing it was found the alarms were not working. No patient involvement as event occurred during testing.

Manufacturer narrative:
One fluid warmer was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Visual inspection of the device found it to have an outdated pcb and power switch, cracked tank cover, a missing plate clip, and worn line cord. Device tank cover was filled with water and powered on. Alarms were purposely triggered and device did not alarm, confirming the reported customer complaint. This is noted to be a result of a faulty pcb, and the problem source determined to be unknown.